Event description:
It was reported that the device was returned for service. Product occurrence not relevant to the health of the patient or user. Report 1 of 1 (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician found damaged blades due to normal wear . The device had low rotational speed due to been blades broken, vibrations sensile, old hose version, pins, angle piece and housing worn. The technician replaced the housing, angle piece, lock, hose and pins also the engine revised.